Event description:
It was reported that noise was observed and detected as vf. There was no shock delivered, but the device charged repeatedly. Analysis of the ICD was normal and a lead anomaly was believed to have cause the noise. It is suspected that fluid caused the noise that was observed. The lead remains implanted and the patient will be monitored.

Event description:
New information notes that externalized conductors between svc-rv coils were observed via x-ray.